Event description:
While trying to ventilate patient, noted anesthesia machine had a high pressure circuit leak and would not hold the pressure. Rebooted machine, performed a leak check, and determined machine was operational. Surgeons decided not to proceed with surgery.